Event description:
It was reported that the left ventricular (lv) lead had unmeasureable thresholds and was no longer functioning. Fluoroscopy revealed that the lead had pulled back into the atrium. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), there was blood/body fluid on the distal conductor (not obstructed) and there was apparent explant damage.